Event description:
It was reported that the pump failed a pressure test. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a scratched lens, downstream occlusion (dso) bubble, and broken battery compartment. The event history log confirmed a downstream occlusion alarm occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the dso sensor. The dso sensor was replaced. Service history review identified the device was previously serviced for a related complaint for keypad issues as a passable delivery accuracy test was performed.